Event description:
According to the customer's legal representative, "[the individual] was exposed to asbestos while working at (B)(6) hospital from approximately (B)(6) 1981 to (B)(6) 2000. Specifically, [the individual] worked as a pharmacist technician at (B)(6) hospital in (B)(6) during the years 1981-1990, and was exposed to asbestos during remediation projects. [The individual] also worked in a surgery unit at (B)(6) hospital in (B)(6) during the years 1990-1995 as a nurse, where [the individual] was exposed to asbestos tainted talcum powder and asbestos-containing gloves." The customer's legal representative stated "[the individual] was diagnosed with mesothelioma, epithelioid type, on or about (B)(6) 2022." Per the customer's legal representative, the pathology report of a "right chest wall mass" biopsy showed a diagnosis of "malignant mesothelioma, epithelioid type, grade 1." Sections of the right chest wall shows an infiltrative neoplasm composed of epithelioid cells with moderate nuclear pleomorphism, prominent nucleoli and scarse mitotic activity (1/10 hpf). The neoplastic cells are positive for wt1, cytokeratin ae1/ae3 and ck5/6 and negative for claudin4, ttf1, napsin a, calretinin, d2-40 and p40 by immunohistochemistry. Additional immunostian for bap1 shows no expression in the tumor cells while expressed in tumor associated inflammatory cells. This immunoprofile supports the diagnosis.